Event description:
Night & day contact lenses blurred after using aquify solution. Lenses were replaced and solution was changed to complete. Blur did not recur. Lenses were re-challenged with aquify solution and blur recurred. Therapy dates: (B) (6) 2005 - (B) (6) 2005. Event abated after use: yes. Event reappeared after reintroduction: yes.